Event description:
It was reported that the customer was receiving frequent no delivery alarms. Customer stated that the issue was usually fixed by removing the reservoir, rewinding and reloading the reservoir. The night prior, the customer kept trying but alarm was recurring. He changed the infusion set and reservoir and the alarm was resolved. Customer also stated that on a couple of occasions when he held the tubing straight he had the problem but when he held it down it worked. Customer feels everything is back to normal but is concerned because he is going on an 83 day cruise. Customer has another insulin pump as a back up. Customer was advised to get in contact if he is in doubt about the functionality of the reservoirs, infusion sets or the insulin pump to troubleshoot. Customer replied via email that the insulin pump is working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.